Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was implanted with a scs system for bilateral leg and back pain in 2009. An MRI was not performed to confirm the area of the patient's space before the procedure. A dural separator was used and the lead was placed around t8-t9. Post operative, the stimulator was not turned on. The following day, the physician informed the sales rep that the patient had severe weakness in both legs. A CT scan was taken, which showed deformation of the spinal cord in the area where the lead was placed. The physician explanted the system. Two days later, the sales rep reported that an MRI was performed on the patient. The physician stated the MRI showed two small bulging discs in the location where the lead was placed. The patient has a neurologic deficit (weakness) on the left side and can move both legs. Three weeks later, it was reported that the patient can walk with the aid of a walker.